Manufacturer narrative:
The malfunction was duplicated and evaluation of the device found that language software installed had become corrupted. The language software was re-installed to resolve the malfunction. It could not be firmly established what caused the software to become corrupt. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.